Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and gel smearing. The poor barrier separation issue occurred 2 times. The gel smearing issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the gel liquified before attempting to use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: bd received 95 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for gel smearing and poor barrier separation with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to gel smearing and poor barrier separation as all samples met specifications. 4 returned and 4 retained samples (batch: 0346367) were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge, before being examined under magnification, for any signs of gel smearing. No gel smearing was observed. Also all 8 samples were found to have a good gel barrier separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and gel smearing. The poor barrier separation issue occurred 2 times. The gel smearing issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the gel liquified before attempting to use."